Event description:
Initially, it was reported that the patient was scheduled for generator replacement. It was later reported that the patient underwent generator replacement due to end of service. It was reported that the patient was experiencing an increase in seizures above his pre-vns baseline, but that device diagnostics revealed that the device was at end of service so the patient was sent for generator replacement. It was reported that the patient's increase in seizures was due to the device being at end of service. The explanted generator was returned for analysis. The returned product form indicated that the generator was replaced for end of service, prophylactic and nearing battery end. Analysis of the generator was completed on (B)(6) 2013. Analysis of the generator showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
.